Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153218.

Event description:
It was reported that the patient experienced diminished therapy. X-ray imaging revealed migration of one lead. It is unknown which lead migrated. Surgical intervention may take place in the future to address the issue.

Event description:
Additional information was obtained, revealing that the lead was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.